Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis. The reported 282 error was confirmed but could not be replicated. In lighthouse, the 282 error was found, indicating a recognition error with the tool rfid present and two magnets detected, confirming that the issue occurred in the field. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed onto a pftp and passed all relevant testing within specification. Subsequently, the unit was installed onto a golden system and functioned as expected. Multiple instrument tools were installed, but the error could not be reproduced. The carriage was opened to inspect the boards, but no issues were found. Failure analysis identified the acci2 and accr as potential root causes for the reported event.

Event description:
It was reported that arm 2 stopped recognizing instruments during a procedure and a recurring message indicated that the sterile adapter was not properly seated. The site first removed and reseated the sterile adapter and then replaced the drape, but the issue persisted.